Manufacturer narrative:
Product event summary: data files were returned and analyzed. The data files showed that at least 2 injections were performed with a non-returned catheter with no issues. No product was returned for investigation. This is a clinical issue encountered during the procedure. No products malfunction reported. In conclusion, there was no indication of a products malfunction and no product was returned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the physician verbalized concern that air was being pulled back in the syringe while using competitor products. The competitor transseptal catheter and needle were replaced for new competitor products and at this time it was noted that the patient's blood pressure was lower than baseline. The competitor transseptal catheter was then replaced with the sheath without incident. The balloon catheter was introduced into the left atrium and cryoablation began. The physician used intracardiac echocardiography (ice) to visualize the heart when cardiac tamponade was observed. The procedure was aborted, a double tap was performed, and both the sheath and balloon catheter were removed from the patient. After, pericardiocentesis was performed withdrawing six hundred milliliters of blood. A cardiac surgeon was called and performed a cardiac window before the patient was transferred to the intensive care unit (ice) in stable condition. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.